Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was posteriorly performed in which a new aus was implanted. No information was provided about the patient's outcome.